Event description:
The customer reported that the nurse attempted to change replacement rate from 1500 ml/hr to 2000 ml/hr. This rate change was not shown on the status screen when changed in the flow rate screen. The nurse dropped her replacement rate to zero. She reentered this rate and the rate entered matched the rate shown on the status screen. There was no blood loss or other clinical consequence reported as a result of the reported event.

Manufacturer narrative:
The MFR has re'cd the treatment data files. The review of the data files were inconclusive and the reported event can not be confirmed.